Event description:
It was reported that the procedure was to treat a lesion in the femoral artery with 85% stenosis, heavy calcification and heavy tortuosity. The hi-torque (ht) command guide wire was advanced through the occlusion and the balloon reached the lesion site over the guide wire to complete the expansion. However, the non-abbott balloon could not be withdrawn independently and the balloon and the ht command guide wire were withdrawn together. Another non-abbott guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.